Event description:
The pt was reported with a paracorporeal ventricular assist device (pvad) for biventricular support. The vad coordinator reported that while the pt was being transported, the dual drive console (ddc) shut down due to what was suspected to be a battery ups failure. The hospital's transport staff reportedly quickly plugged in the ddc to ac power (mains) and the pt did not experience any adverse events. According to the additional info provided to the manufacturer, by the time the hospital's trained biomedical technician evaluated the ddc, the internal battery had already fully re-charged and there were no functional issues. The hospital's trained biomedical technician performed a preventative maintenance service on the unit which included replacing all batteries and humphrey valves. The ddc was functionally tested per manufacturer's service manual; the unit passed all tests and was placed back in clinical use on the pt with no further issue.

Manufacturer narrative:
Usage of the device: the usage of the device (ddc serial # (B)(4); mfg date 9/14/2000) is not known to the manufacturer as the dual drive console, is not labeled for single use. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.